Manufacturer narrative:
Siemens filed the initial MDR on 01-aug-2018. Additional information was received on 27-aug-2018. Siemens investigated the issue and determined the potential cause of the discordant carbon dioxide results was due to sample mix issues. The sample 2 mixer was replaced and service method and quality control testing were performed and passed. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) at the time of event occurrence were within acceptable range. The ccc specialist dialed remotely to the customer's system. The ccc specialist aligned the server 2 probes and performed service method testing (smt) for server 2, which failed for reagent arm 3 alignment test. The ccc specialist performed reagent arm 3 (r3) bottom of cuvette correction (bocc) to address the reagent arm 3 alignment failure and repeated smt alignment testing for server 2, which passed. The ccc specialist repeated qc, which passed. The customer ran patient correlation study and the results were acceptable. The cause of the discordant, falsely low co2 results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on patient samples on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.